Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two model 3189 leads from the same lot number. It was reported the patient is experiencing intense pressure when the left occipital (off-label) lead is turned on. A sjm representative met with the patient and reprogramming was attempted but was unsuccessful. All lead impedances are normal. X-rays taken did not show any abnormalities. Surgical intervention may be undertaken at a later date to address the issue.